Event description:
Consumer claims, the tire came off of the rim, on the left side rear wheel, causing user to fall out of the chair. They went to the emergency room, but dealer doesn't know what was done. Consumer was complaining of back pain.